Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2010, it was reported that the pt went to the ER because of constant shocks around the ipg and down their right arm. It was reported that the pt's arm was somewhat rigid and the hand curved in. The ipg was turned off using the programmer but the pt reported still having shocks. The clinical specialist met the pt at the ER with a magnet to turn off the ipg. It was stated that the pt's ipg was flipped and the ipg would be revised. The ipg pocket was revised on (B) (6) 2010 and the same ipg was repositioned within the pocket. The pt is doing fine.